Event description:
The iab was inserted into the pt on 6/4/99 at 10:30 am. After iabp for one hr, the iab was removed. The pt had severe bleeding and removal of the iab was required. Also, the pt had an aortic dissection. The iab did not malfunction. Event complications: severe bleeding/surgery-aortic dissection - reported 6/15/99. Pt's current status: unk - reported 6/15/99.